Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient has bigeminy with two different morphologies, which caused the device to undersense premature ventricular contractions, and falsely record brady and atrial fibrillation episodes. The device was reprogrammed to prevent such undersensing; however, this caused the device to oversense every other qrs complex during the refractory period. The device remains in use. No patient complications have been reported as a result of this event.